Manufacturer narrative:
H10: it was noted that the service engineer consumed the following the parts: solenoid valve, and data acquistion board. Additional details were requested from the service engineer, to confirm that the issue was resolved after the consumption of the solenoid valve, and data acquisition board. Investigation remains ongoing.

Manufacturer narrative:
H10: the customer reported that there was no patient involvement when the issue occurred. No patient or user harm reported. It was also reported that the solenoid valve (#3), and data acquisition (da) board were replaced to resolve the issue. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from biomed, reporting that the v60 ventilator was displaying a check vent: proximal pressure sensor auto zero failed error code. It was unknown how the issue was found. No patient or user harm reported. The biomed noted that the issue could be due to a faulty solenoid valve or data acquisition board. Replacement parts were ordered. Investigation is ongoing.